Event description:
It was reported that during a total lap hysterectomy procedure, they were required to use three harmonic devices. The first device after it was in use gave an error code 5 and placed the generator in standby. The second device did the same thing when activated and the active blade broke and fell into the patient. They surgeon removed it through the trocar and proceeded to use a third device to complete the procedure. During the case, the patient encountered 45 minutes of additional or time and had lost 1500cc of blood. They then had to administer 2 units of blood to the patient. There was no other intervention required due to the bleeding. The patient is reported to be stable. Additional info received: bleeding was from uterine artery of descending branch of the uterine artery where transected. The uterus was large and unmobile. 1500cc blood loss; two units transfused. Bleeding was controlled by continuing to use the harmonic device. Patient very well - out of hospital 24 hours later.

Manufacturer narrative:
Date sent: 11/18/2009. The analysis results found that the device a was returned in good physical condition. The blade was in good condition and 100% present. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. No error code 5 was noted during testing. The analysis showed that the device (b) was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure, and continued usage can result in a broken blade each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.